Event description:
It was reported that the needle clipping device safe clip jammed and wouldn't clip the needles during use. The following information was provided by the initial reporter: "parent of consumer reporting safe clip not clipping needles. Stated there is no hole."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low.

Manufacturer narrative:
H.6. Investigation: customer returned (2) bd blue/black safe-clips from lot # 8085005. Customer states that the safe clip has stopped clipping. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low.

Event description:
It was reported that the needle clipping device safe clip jammed and wouldn't clip the needles during use. The following information was provided by the initial reporter: "parent of consumer reporting safe clip not clipping needles. Stated there is no hole."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clipping device safe clip jammed and wouldn't clip the needles during use. The following information was provided by the initial reporter: "parent of consumer reporting safe clip not clipping needles. Stated there is no hole."